Event description:
It was reported that the patient had a new battery installed in 2009. It was noted by the healthcare provider that the battery should have lasted longer. It was noted that the healthcare provider wanted to schedule an appointment to replace the battery.

Event description:
It was reported, the patient was in the nursing home for three months and the health care provider (hcp) thought, the patient was having some sort of seizures. It was notes, the nursing home did not have access to the patient programmer and the patient was shaking more than that they had ever noticed before. Reporter wanted to check whether the patient had turned off the implantable neurostimulator. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 7438 lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient product ID, 3389-40 lot# j0455041v, implanted: 2005 (B)(6), product type lead. (B)(4).